Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had previously had an implantable neurostimulator (ins) for his spinal cord. The patient's ins had wires that came loose in the first month it was implanted and failed within the first year that it was implanted. Device information could not be obtained. Patient information could not be obtained. Any additional information received will be included in a supplemental report.